Manufacturer narrative:
Additional information: h6 - codes updated. The investigation was updated and review of the photograph was included. Investigation results: as of the date of this report the complaint product was not provided for investigation. A photo was provided and examined; the broken jaw can be recognized. Device history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. Review of device history showed there are two (2) other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above mentioned investigation results, a definitive root cause could not be established. The reported damage of the product was confirmed via photo. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: e1 - telephone number. H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of historical data and batch history review. Device history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are four other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above mentioned investigation results, a definitive root cause could not be established. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product bh145r - crile forceps cvd 140mm via information received from medwatch form FDA 3500 (1 of 2 pages). According to the complaint description, the clamp broke during the cesarean-section procedure. The fragment was obtained and and x-ray performed. Pictures received confirmed broken jaw of instrument. An additional medical intervention was required. Additional details were requested. The adverse event is filed under aag reference (B)(4).